Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately 7.5 years post initial procedure, an endoleak of indeterminate origin was detected during routine follow-up. The physician plans to re-intervene and will continue to monitor the patient. There have been no additional patient sequelae reported.

Manufacturer narrative:
A clinical evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging; requests were made and an inadequate response was received. As such, event determination, off-label conditions, related patient harms, and patient disposition could not be independently assessed. However, the event is assessed most likely to be device-related due to the use of strata material. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014.

Event description:
Additional information received confirming that the physician elected to reline with a bifurcated afx2, a suprarenal afx, and extender ovation ix devices on (B)(6) 2019. The re-intervention was completed successfully and the patient tolerated the procedure well.